Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. Customer feel ok to troubleshoot. Customer has been using insulin pump system within 48 hours of reported low bg event. Drive support was normal. Customer blood glucose reading at the time of incident was 45 mg/dl. Current blood glucose reading is 521 mg/dl. Customer low blood glucose reading was treated with food. Customer reported that the reservoirs are expired 2011-01. Customer states the most recent set change was (B)(6) 2018. The insulin pump did over- delivery. Customer was advised to call their healthcare provider. The product was not returned.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test.(B)(4).